Event description:
Rn noted that 20ga IV in patient's right a/c flushed but was leaking slightly. A new 20ga IV was successfully placed in the left forearm and the IV on the right was flushed again, noting leaking. Right IV dressing was carefully removed and IV gently taken out. Rn immediately noted that there was no IV catheter attached to the IV hub.